Event description:
It was reported that the customer had an a21, a17, a47 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer that the alarms happen after inserting a new battery. The insulin pump was stored for an extended period of time. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with several a47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. The insulin pump alarmed a21 after battery installation due to the interface board leaking voltage. The insulin pump passed self test and displacement test. No a17 alarms were noted. The insulin pump has cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.